Manufacturer narrative:
Analysis of the implantable neurostimulator ins (serial #(B)(4)) found no anomalies. Analysis of both of the accessory kits found that the ins plug connector was crushed. The ins is functionally okay, however, the plugs that were returned in the both connector ports of the ins were stuck in the ports because the connector of the plug had been crushed by the setscrew being over tightened. The connector of the plug was crushed by the ins setscrew being over tightened. The plug could not be removed from the ins, because the connector was crushed. (B)(4).

Event description:
It was reported that the plugs were inserted into the implantable neurostimulator (ins) for pocket sizing and were unable to be removed.

Manufacturer narrative:
Correction: intervention required should not have been marked. An errant click caused it to be marked. Concomitant products: product ID 3550-29, product type accessory; product ID 3550-29, product type accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.